Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a stenting treatment procedure, a vessel dissection occurred. The 80% stenosed and 28mm long target lesion was located in the proximal left anterior descending coronary artery (lad) with a reference vessel diameter of 2.75mm. The lesion was treated with predilation using a 2.5x15mm maverick2 balloon inflated to 6 atm and placement of a 2.75x32mm promus element stent. Immediately after placement the stent, there was no flow in the first diagonal side branch. It was determined to be a grade "f" dissection. The site reported that the dissection was "not very serious", but classified as a grade f dissection due to lost visibility in the diagonal vessel. The diagonal branch was re-wired and ballooned. After additional dilations, normal flow was observed. An attempt was made to treat the dissection with a promus stent, but it was unable to cross the lesion. Timi-3 flow had been restored so no further attempts were made. Following post dilation, residual stenosis was 10%. There were no other patient complications and no elevated cardiac enzymes post procedure. The patient was discharged 1 day later on aspirin and prasugrel.